Event description:
It was reported difficult deflation was encountered during preparation for an unidentified percutaneous transluminal angioplasty procedure. Another balloon catheter was used to successfully complete the procedure without any patient complications. The device has not been received for eval. Therefore, no failure analysis is available. A lot search was performed, and revealed no other complaints to date for this lot number. Co's directions for use state: "the recommended inflation media is renografin 60 diluted 50% with sterile saline. Failure to observe recommended inflation techniques may result in formation of contrast crystals which could prevent deflation... Deflate the balloon by applying suction to the balloon lumen... Note: the larger the syringe diameter, the greater the suction that is applied."